Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced "slight redness", pain, and "bacterial inflammation" at the stoma site. The patient was treated with an unknown oral antibiotic for ten days. On (B)(6) 2026, the patient was reexamined and the stoma site redness and pain was resolved. The device remains implanted.